Event description:
It was reported by the doctor that the customer had low blood glucose levels. Customer's sensor glucose reading was 50 mg/dl and her blood glucose level was also in the 50's mg/dl. Customer went to the emergency room. This is the first day the customer is using the insulin pump. Customer was admitted on (B)(6) 2014 with a blood glucose level of 50 mg/dl. Customer stated that she was getting low and started eating. Customer's doctor stated that they did not feel that it is the pump malfunctioning, but that the settings needed to be adjusted. Troubleshooting was offered for the low blood glucose levels, but the doctor will tell the customer to test the pump at a later time and will call back. Doctor was assisted with adjusting the basal settings. No further assistance required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.